Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and reservoir passed per specifications. No leakage or air bubble anomalies observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Event description:
It was reported that the customer sees condensation on the window of the reservoir compartment and smells to insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.